Event description:
It was reported that the gastointestinal videoscope had scope communication error and snowflakes display. The event had occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 - address 1: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed for communication error but not confirm for snowflakes display. In addition, the following reportable malfunctions were identified during the device evaluation: b30 (scope communication error). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint was cause traced to component failure. (B30 (scope communication error).) The most probable cause of the complaint is no problem detected. (Snowflakes display) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.